Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e 2314 is being used to capture the reportable event of fistula.

Event description:
Boston scientific became aware of an event involving the use of a hydrogel, possibly spaceoar, through the article "early outcomes following local salvage treatment with MRI-assisted low-dose rate brachytherapy (mars) for MRI-visible postsurgical bed recurrences and focal intraprostatic recurrences" by comron hassanzadeh et al., published in january 03, 2025. Per the article magnetic resonance imaging (MRI)-assisted low-dose rate brachytherapy (mars) shows promising early outcomes for patients with prostate cancer recurrences following various upfront treatments. The study included 31 patients and highlighted acceptable toxicity rates and biochemical control, with 74% of patients remaining without recurrence at the last follow-up. Among the patients, one experienced a significant grade 4 gastrointestinal (gi) complication involving anterior rectal wall infiltration due to the placement of a rectal spacer. This complication resulted in rectal perforation (fistula), which necessitated a diverting colostomy and suprapubic catheter for management, where it was also indicated that this complication manifested as a recto-urethral fistula.